Event description:
It was reported that boston scientific technical services (ts) was contacted for programming optimization for this implantable device. It was stated that right ventricular (rv) over-sensing occurred due to double-counting and far-field sensing. It was stated that the rv lead had low sensing amplitude and threshold measurements that could have contributed to the observed over-sensing. The rv lead impedance measurements were stable and within range. The physician elected to reprogram the device blanking period and an in-clinic follow-up appointment was scheduled. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a boston scientific product.